Manufacturer narrative:
The physician has elected to monitor the patient via latitude. All available information indicates that the leads remain in service. Resolution and clarification was requested from the field representative. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that one of their leads was fractured. It was reported this was discovered by x-ray. No adverse patient effects were reported. Further clarification from the field representative noted that the radiologist did not verify which lead, either the atrial or right ventricular lead, was suspicious of a fracture. There were no clinical observations associated with this event.